Event description:
It was reported by the provided that (B)(4) - unit will run for about 5 minutes then stops working there is also a smell to the unit. No allegation of patient injury, no additional information provided.